Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported following an unrelated medical procedure the ipg was unable to communicate with external devices. It is unknown if the ipg was placed into surgery mode prior to the procedure. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date.